Manufacturer narrative:
Exemption number e2016018. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually inspected, and the infusion data logs were downloaded from the pump. The log review shows an infusion was started on (B)(6) 2019 at 1:41pm with a rate of 1.74ml/hr and a total volume of 41.55ml with terumo 50ml syringe (dl: cytarabin). On (B)(6) 2019 at 12:33pm syringe near empty alarmed and at 12:38pm the infusion stopped with a volume infused to 39.96ml. The total infusion time was 22 hours and 57 min. At the rate that was programmed, the expected volume infused would be 39.93ml. The 39.96mls that were infused are within the device specification. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: over infusion of cytarabine.